Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion on the patient, the medical doctor inflated the balloon and notice that the gas did not bleed. The md was performing the procedure according to the instructions for use (IFU). The medical doctor could not proceed with the product. As a result a new set was open and used successfully without any abnormality. There was no delay or interruption in therapy. There were no report of patient complication or serious injury and death.

Event description:
It was reported that during insertion on the patient, the medical doctor inflated the balloon and notice that the gas did not bleed. The md was performing the procedure according to the instructions for use (IFU). The medical doctor could not proceed with the product. As a result a new set was open and used successfully without any abnormality. There was no delay or interruption in therapy. There were no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the balloon would not inflate completely is not confirmed. Although, the root cause of the complaint is undetermined the balloon fully inflated during functional testing, and the balloon passed functional testing. No further action required.